Manufacturer narrative:
(B)(4). In response to FDA report number: mw5107444. A device history record is not available due to insufficient device data. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "recalled textured implants, capsular contracture baker grade unknown," "there was a small leak," and "biopsy showed fluid."

Event description:
Patient reported via voluntary medwatch "cold urticaria, seroma, pain," "recalled textured implants, capsular contracture baker grade unknown," "swelling," "atypical vascular lesions confirmed with biopsies," "ongoing seroma after two years," "repeat mris showed capsular contracture," "implants became so hard as rocks and painful," "biopsy showed fluid but not enough fluid was tested for alcl," "there was a small leak that I probably had for several years," "wanted no silicone only to find the shell was and on top of it they sanded it to give it texture." The device has been explanted.